Event description:
Pt was revised to address backout of the inferior lateral screw, and the superior lateral screw was also removed because it appeared to be too long. The snp remained in, as well as the other screws.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was unavailable. Provided info states the superior lateral screw was removed because it appeared to be too long. The investigation could not draw other conclusions regarding the reported event with the info available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.